Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a popping sound was heard. When the device was removed from the patient cavity, it was noted that the device blade was protruding from the side of the jaws. There was no patient injury.